Event description:
During the t2 scn surgery, the surgeon drilled the distal screw hole (the 3rd screw hole from the most distal screw hole) of the nail. However, the drill was contacted to the bone fragment, and tip of drill broke. Therefore the surgeon removed the tip of broken drill. The surgery was completed without problem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.